Manufacturer narrative:
The returned lead was visually inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis did not identify any device characteristics that would have caused or contributed to the reported infection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. No additional adverse patient effects were reported.